Manufacturer narrative:
Manufacturer's analysis found that the lower case, hanger, and both output connectors of the external pulse generator (epg) were broken. It was also noted that three case screws were contaminated, and there was an error; the main printed circuit board (pcb) was out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for a calibration check subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.